Event description:
A distributor in (B)(6) reported that the white connector of an rt105 adult breathing circuit was missing from the circuit kit package. This was noticed during their inward goods inspection. No patient consequence was reported.

Manufacturer narrative:
(B)(4). This is an event that has been reported to fisher & paykel healthcare by a distributor in (B)(4). The product is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the returned rt105 adult breathing circuit kit was visually inspected for a missing white connector. Results: the investigation confirmed that a white connector was missing from the circuit kit. A lot check revealed one other complaint of this nature for this lot number. Conclusion: the breathing circuit package consists of a number of components grouped together during production. It is likely that these two connectors were omitted during the assembly process. The new standard operating procedures (sops) have been put in place to assist the operators on the production line correctly pack breathing circuits. A specific pack card detailing all components required must be displayed at the packing station. Each completed circuit pack is then weighed to ensure that every component is accounted for. The pack card is changed as part of the line clearance procedure. (B)(4).